Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump buttons were unresponsive after a battery change. The patient stated that the keypad had no cracks, rips, or tears however there was a scuff on the keypad in the lower corner. The patient stated that there was no evidence of moisture anywhere in the pump and no damage found to the pump. The patient reportedly wore the pump in a pump skin in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The pump was returned with visible moisture in the display lens. On testing, the pump powered on to the verify screen with audible and vibratory functionality. Testing was unable to move past the verify screen. A leak test was performed and revealed a leak at the case seal. The pump cover was removed for investigation and revealed moisture present inside the pump. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.